Manufacturer narrative:
(B)(4). D10: unknown - unknown articular surface - unknown. Unknown - unknown femoral component - unknown. G2: foreign country : canada. G2: citation: lex, j. R., entezari, b., backstein, d. J., & wolfstadt, j. I. (2025). Reliable outcomes provided by a rotating hinge knee arthroplasty for patients who have moderate-to-severe arthrofibrosis. The journal of arthroplasty, 41(3), 862¿868. Https://doi.org/10.1016/j.arth.2025.07.041. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a patient who underwent revision to a rotating hinge knee for arthrofibrosis subsequently required wound debridement and closure and manipulation under anesthesia, with implant retention. Attempts have been made and no further information has been provided.